Event description:
Boston scientific received information: a security algorithm has been displayed. It has passed from bipolar to monopolar. When it has changed to monopolar, too much noise has been detected. The patient has suffered a syncope. The detection has been reprogrammed to bipolar and the stimulation to monopolar. Dr. (B)(6) event date -unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).